Event description:
It was reported that the dexcom g7 continuous glucose monitor intermittently lost pairing to the ilet, while the user continued to view glucose readings in the dexcom app; the agent guided the user to toggle settings, restart, and re-enter the sensor pairing code to restart the pairing process, indicating a communication issue likely related to the antenna or electrical/magnetic components. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed an interoperability-related intermittent communication failure involving device components associated with electrical and magnetic function and the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.